Event description:
The mcs20 was used during a coronary artery bypass. The device was spitting clips while surgeon trying to clip the saphenous vein. A new mcs20 was opened to complete the case.

Manufacturer narrative:
Device was not returned for eval.